Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when they hold the programmer up to the stim it was not receiving a signal and showed that there was not a signal. No further complications were reported or anticipated.